Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable does not always stay connected well and this causes issues charging the pump. There was no reported impact to the customer's blood glucose level. The customer stated they would purchase a new usb cable. Follow up with the customer confirmed that the pump was able to be successfully charged with replacement charging supplies.